Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high impedance, low sensing, and high capture thresholds. No device intervention was performed. The patient was stable.

Event description:
New information received revealed the right ventricular lead had a fracture. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and following the procedure.